Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: soundstar eco catheter, catalog # 10439236, s/n: (B)(4). Mobicath guiding sheath, catalog # d140010, lot # x3799302. Smartablate tubing set, catalog # sat001, lot # acg48451. (B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia ablation procedure with a thermocool smarttouch bidirectional sf catheter and suffered cardiogenic shock requiring cardiac massage and percutaneous cardiopulmonary support (pcps). Voltage and activation maps were created using the smarttouch sf catheter while performing ventricular pacing. Smartablate tubing was flushed prior to use on the patient. Prior to initiating ablation, multiple bubble errors populated. No bubbles were observed in the tubing. There was no foreign material observed inside the tubing. Smartablate tubing was flushed again, and the issue persisted. Smartablate tubing was exchanged for another tubing set and the issue resolved. It was later noted that no errors were observed on the irrigation pump. The potential that a bubble error could cause or contribute to an adverse event is remote. As a result, this event was not considered MDR reportable. The case continued. Ablation of the lateral left ventricle, septum, and apex did not terminate the ventricular tachycardia; therefore, cardioversion was performed several times. At the end of the case, the physician tried to terminate the induced slow ventricular tachycardia via pacing while administering sedation. This successfully terminated the ventricular tachycardia, but suppressed respirations. Ventricular pacing via implantable cardioverter defibrillator (ICD) began to fail to capture, and the patient became hypotensive. Physician performed cardiac massage and initiated pcps, which stabilized the patient. Body surface echocardiography revealed no tamponade. Post-procedure, the patient remained stable on pcps. Patient required extended hospitalization as a result of the adverse event. Patient outcome is improved. Factors cited that may have contributed to the adverse event includes the patient¿s medical history of ICD, sick sinus syndrome, and complete atrioventricular (av) block. Physician¿s opinion regarding the cause of the adverse event is that it was related to procedure or patient condition. It was noted that the adverse event occurred during mapping. Physician indicated that there was no relationship between the adverse event and bwi products. Medical engineer indicated that the amount of sedation may have been excessive. No transseptal puncture was performed. There is no sheath information. Generator was set on power control mode. There is no information regarding generator parameters, other generator settings, power titration, overall ablation time at the site of injury, last ablation cycle time at the site of injury, irrigated catheter flow setting, or anticoagulation during the procedure. There is no information regarding spi value, catheter proximity, or catheter zeroing. There is no information regarding force visualization features, stability parameters, additional visitag filters, or color options. There were no errors reported on any bwi equipment during the procedure.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 2/9/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a ventricular tachycardia ablation procedure with a thermocool smarttouch bidirectional sf catheter and suffered cardiogenic shock requiring cardiac massage and percutaneous cardiopulmonary support (pcps). Voltage and activation maps were created using the smarttouch sf catheter while performing ventricular pacing. Smartablate tubing was flushed prior to use on the patient. Prior to initiating ablation, multiple bubble errors populated. No bubbles were observed in the tubing. There was no foreign material observed inside the tubing. Smartablate tubing was flushed again, and the issue persisted. Smartablate tubing was exchanged for another tubing set and the issue resolved. It was later noted that no errors were observed on the irrigation pump. The potential that a bubble error could cause or contribute to an adverse event is remote. As a result, this event was not considered MDR reportable. The case continued. Ablation of the lateral left ventricle, septum, and apex did not terminate the ventricular tachycardia; therefore, cardioversion was performed several times. At the end of the case, the physician tried to terminate the induced slow ventricular tachycardia via pacing while administering sedation. This successfully terminated the ventricular tachycardia, but suppressed respirations. Ventricular pacing via implantable cardioverter defibrillator (ICD) began to fail to capture, and the patient became hypotensive. Physician performed cardiac massage and initiated pcps, which stabilized the patient. Body surface echocardiography revealed no tamponade. Post-procedure, the patient remained stable on pcps. Patient required extended hospitalization as a result of the adverse event. Patient outcome is improved. Factors cited that may have contributed to the adverse event includes the patient¿s medical history of ICD, sick sinus syndrome, and complete atrioventricular (av) block. Physician¿s opinion regarding the cause of the adverse event is that it was related to procedure or patient condition. It was noted that the adverse event occurred during mapping. Physician indicated that there was no relationship between the adverse event and bwi products. Product investigation summary: the returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for eeprom, carto 3 and sensor functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Then, a deflection and an irrigation test were performed and the catheter passed the tests. The returned device was then evaluated for electrical resistance and the thermocouple test failed. Further examination revealed that the thermocouple wires were broken from the tip section to the connector area causing the improper electrical condition, for this reason, force test was unable to perform, however, no errors were observed during the carto 3 test. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. The root cause of the adverse event remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. The tc failure is detectable in production, mitigating this failure from reaching the customer. However despite all the controls put in place during the manufacturing of a device, inadvertent pu wicking on tc wires can cause these wires to break in field, during a procedure, because of catheter fatigue. This is an inherent limitation of the design. This failure does not represent any patient safety impact. Manufacturer's ref # (B)(4).